Event description:
The baby was in the warmer about 10 minutes and then was handed to his mother. The nurse adjusted the position of the baby and mother, when she noticed a considerable blood stain - 6 to 8" which had saturated through two blankets and onto the mother's nightgown. When investigating the blood stain on baby's blanket, the umbillical clamp was found to be open. A hemostat was immediately applied until another clamp could be brought in. The infants blood sugars were checked and found to be ok. Mother and infant were kept an additional 12 hrs for observation then released.